Manufacturer narrative:
Please note that the patient's weight and height were unknown. The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (f1634803) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that after successful deployment of a mynxgrip 6f/7f vascular closure device (vcd) post a diagnostic procedure, the first attempt to deflate the balloon was unsuccessful. After multiple attempts to deflate the balloon, the balloon finally deflated; and the entire system were removed from the patient. The patient was noted to have recovered with no complications noted. The patient's hospitalization was not extended and manual compression was applied for 30 minutes or less. Additional information was requested, but is not available at this time.